Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay, but negative when repeated with an unknown method. Runs from the suspected false positives have not been provided as of 11/8/2021. Run analysis of the simplexa results that were provided by the customer from (B)(6) 2021 only showed a positive control, ntc, and saline sample being run and no false positives occurred. The customer now runs a negative control with each run to monitor if the decontamination process is working and so far no further issues have occurred. It is likely the customer had some level of contamination at the time the negative controls were coming up positive, but decontamination appears to have resolved the issue. The customer's device and suspected false positive sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# us13492 met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# us13324 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on four (4) patient samples with the simplexa covid-19 direct assay, but negative when repeated with an unknown method. Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.